Event description:
Pt's lungs are 75% damaged and is on the lung transplant waiting list. He uses oxygen through a bipap machine at night to force oxygen into his body. He has had the current machine for over two years. Recently pt's wife called the supplier of the unit for new filters and got no response. She called numerous other times to request filters and got no help. She then realized that the equipment had not been serviced in a long time, although the contract states that it should be. She had obtained new equipment for her husband through another co and called supplier to come pick up the old equipment. Her first call to a customer service rep told her that she needed a script from the dr in order to arrange a pick up. This infuriated her. She finally got through to another number and arranged pickup, which was done on 02/14/06. While the equipment was being picked up they noticed a green stick on the bottom of the bipap machine that stated "last serviced 03/03, mandatory service required 3/04." Wife stated that the equipment has not been serviced at all in the 2+ years thaty they have had it in their home. The tech stated as he was taking the equipment out that many customers complain about the lack of service. Pt's wife stated that the new co will come to service.